Event description:
It was reported that the patient developed muscle stimulation. The patient was taken to the operating room and body fluids were noted filling the header/connector portion of the pulse generator. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.